Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per dealer, motor "bucks" while being driving, on a constant basis. (Per dealer;'bucks' in this context meant it charges 'like a bull'